Manufacturer narrative:
Investigation: visual inspection revealed that the upper half of the cold jaw silicone boot was detached and was not received. The remaining boot was peeling. The jaws were burnt. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot peeling" was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro insulation came off the jaws. No pieces detached in the pt so nothing needed to be retrieved. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.